Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event.

Event description:
The complaint involved a patient who underwent a fourth knee revision surgery on (B)(6) 2016. The third revision surgery occurred on (B)(6) 2016, the second revision occurred on (B)(6) 2016, and the first revision surgery occurred on (B)(6) 201 and the original surgery is dated (B)(6) 2014. The revision surgery occurred because of patient pain and a subluxed patella from a patient fall. During this revision, the size 2 x 16mm tibial insert and retaining bolt were revised to new components.